Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using prostyle devices after a pulmonary vein isolation interventional procedure with two access sites. Reportedly, when attempting to close one of the access sites, cuff misses [suture retrieval issues] occurred with two prostyle devices. A third prostyle device was successfully used to achieve hemostasis at that access site. A fourth prostyle device successfully achieved hemostasis at the secondary access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle with reported issue referenced in b5 is filed under a separate medwatch report number.